Event description:
Customer reports receiving a reading of 418 on the freestyle meter. Customer reported having symptoms of hypoglycemia. The reported freestyle reading was inconsistent to their symptoms. Customer called the paramedics right away. They received a reading of 40 mg/dl on their one touch ultra meter and advised the customer to eat two peanut butter and jelly sandwhiches and was transported to the hosp. Pt was monitored for 3 hours and discharged. Treatment was described as "d50 and food".